Event description:
Treatment of an aneurysm. It was reported that the pipeline was twisted during deployment and the physician was able to make it open. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).